Event description:
It was reported to medtronic minimed that the customer reported the location of the damage was at the belt clip rail, and the case of the battery tube side. The customer received a critical pump error. The customer reported a blood glucose value of 453 mg/dl, and the current blood glucose value was 542 mg/dl. The customer experienced hyperglycemia and was treated with an insulin pump and manual injection. The event involved product(s) mmt-1884l. Troubleshooting was performed for the cosmetic damage, and the serialized device was replaced. Troubleshooting was performed for the critical pump error, which explained that the pump performs safety checks, and an error was found. Troubleshooting was performed for the high blood glucose. The customer was not using the pump within 48 hours at the time of the event. No further patient complications were reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and motor. No damage noted on the force sensor. No damage noted on the belt clip rails. The pump was received with cracked battery tube threads and cracked case at the battery tube side. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case and pillowing keypad overlay. Unable to perform the required testing due to critical pump error (open book image) alarm. Unable to confirm alleged high bgs. Alarm-aa99-critical pump error (open book image) alarm confirmed due to moisture damage on the electronic assembly. Damage-moisture confirmed. Damage- belt clip damage or missing not confirmed at the back of the pump. Damage- cracked case battery tube confirmed at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.